Event description:
A malfunction was reported involving intermittent occlusions in the customer's insulin pump, which were not only occurring during bolus administration but also during ciq corrections and basal insulin delivery. The customer's blood glucose level was not adversely impacted. To address the issue, the customer supplemented insulin delivery with manual injections while awaiting a replacement pump. The replacement was approved, and the customer was instructed on how to store and return the faulty pump. Clinical support was provided throughout the process, and samples of an alternative infusion set were sent to the customer.